Event description:
It was reported that there was an issue with nv301e - vitelene insert e 32 mm post wall. According to the complaint description, placement of the polyethylene was attempted unsuccessfully several times. This occurred during surgery; the surgeon noted that the component had "some defect". An additional medical intervention was required, which was not further specified. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: d9 - product return. Investigation: due to the circumstance that the provided/complained inlay has already been tried to be anchored in the cup and due to the thermal processing probably carried out as a result of decontamination, it can be assumed that the dimensions no longer correspond to those on delivery. Visual investigation: externally, the complained inlay shows no damage or abnormalities which could be attributed to the manufacturing process. The inlay shows visible scratches and imprints which originate most probably from the implanting /anchorage process. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale: there are several root causes for an improper fitting of the inlay in the cup, for example: cone clamping surfaces of the cup and/or inlay are dirty/not cleaned. A very strong jamming of the acetabular cup in the acetabulum can possibly lead to short-term, minor shape changes in thin-walled acetabular cups, so that the inlay cannot be fixed properly in the cup. If the cup is deeply anchored in the acetabulum and the acetabular entrance plane is not cleanly exposed (bone protrusions / soft tissue protrusions in the insertion area of the inlay), the inlay may not be correctly fixed in the acetabular cup. Conclusion/measures: based upon the investigation results a clear root cause cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Due to an increasing number of reports regarding problems with the insertion of inlays with shoulder in the cup, this topic has been forwarded to the risk team, and a product safety case (psc) has been initiated.